Event description:
A valiant captivia stent graft (vamf3232c200tj) was implanted to treat a 50mm aneurysmal dilation of a kommerell's diverticulum. The stent graft was advanced using the pull-through method and successfully placed without any issues. No endoleaks were observed at the conclusion of the procedure. A partial arch replacement was performed prior to the tevar, connecting artificial blood vessels from the ascending aorta to the three cervical branches a post-operative CT (date unclear, but thought to be between (B)(6) 2025) revealed blood flow into the aneurysm sac, initially suspected to be either a type ia or type IV endoleak. On (B)(6) 2025, balloon touch-up was performed, and an angiogram confirmed the presence of a type ia endoleak. A vamf3232c150tj stent graft was then placed, resolving the endoleak following further touch-up. During the placement of the vamf3232c150tj, procedural difficulties were encountered. The device was introduced using a 22fr non-medtronic sheath. Due to the steep aortic arch and entanglement with the framework of the previously placed stent graft, the delivery system could not pass through easily. After prolonged efforts, it was successfully advanced and deployed. However, while removing the delivery system, it became caught on the framework and had to be forcibly withdrawn. During this process, the tip and shaft of the delivery system separated, leaving the distal tip behind. The delivery system was fully removed, and a snare was inserted via a side entry. Using a pull-through wire, the system was advanced distally to the abdomen in an anterograde manner through the non-medtronic catheter. The distal tip was captured and successfully removed along with the 22fr non-medtronic sheath. No damage or deformation to the implanted stents was reported during the procedure. Per the physician, the cause of the type ia endoleak was anatomy related. Additional clarifications provided by the physician noted that the "proximal anastomotic graft did not spread," referring specifically to the anastomosis site of the partial arch replacement performed prior to tevar. The difficulties during positioning, removal, and the tip detachment were attributed to the steep angulation of the aortic arch, which also impacted the apposition between the stent grafts. It was noted that the second graft, vamf3232c150tj, (the fourth stent of the lesser curvature side) did not fully expand due to the sharp arch, leading to insufficient contact between the stent grafts. However, no endoleak was observed as a result. The minimum required overlap was achieved. No additional sequelae were reported, and the patient is doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.